Event description:
It was reported that while driving, during patient use, the cardiosave intra-aortic balloon pump (iabp) unit was making a rattling noise from inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while driving, during patient use, the cardiosave intra-aortic balloon pump (iabp) unit was making a rattling noise from inside. There was no health hazards.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse checked the operation of the scroll compressor and for any looseness in various parts of the main unit, but there were no abnormalities found. The fse speculated that the sound may have temporarily increased when there was a large change in the operation of the scroll compressor (depending on the patient's condition). The iabp was delivered to the customer in usable condition.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).